Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injuries, pain, scarring, adhesions, urinary and bowel dysfunction, infection, inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage.

Manufacturer narrative:
(B)(4). Date of initial report sent: 08/29/2012. Note: this report corresponds with report #(B)(4) for a "uretex". (B)(6), date of report: 08/01/2012, device info: uretex to urethral support system, catalog #: unknown. (B)(6).